Manufacturer narrative:
Unit passed displacement test. Pump error 63 (variable 3) was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.